Manufacturer narrative:
Updated data: b5. Added second paragraph. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to the implant of a 26 millimeter (mm) transcatheter valve in a previously implanted 23 mm non-medtronic surgical aortic valve, vascular access was limited and a right carotid approach was therefore performed. During the implant of the valve, the valve was recaptured twice. Upon the third deployment attempt, the valve was implanted at a depth of 8 mm while the patient remained stable. Access was removed from the right carotid, and a transesophageal echocardiogram (tee) was performed that revealed moderate aortic insufficiency (ai), and a mean gradient of 25 millimeters of mercury (mm hg). Subsequently, the transcatheter valve was recrossed to perform a post-implant balloon aortic valvuloplasty (bav) using a 22 mm non-medtronic balloon via an 8 french (fr) access in the left femoral artery (lfa). During advancement of the equipment through the ventricle, it was suspected that the initial crossing may have passed through a paravalvular leak (pvl) between the transcatheter and surgical valves which was confirmed via tee. Therefore, the post-implant bav was not performed. Upon withdrawing the equipment out of the ventricle, through the initial crossing, and through the pvl, the transcatheter valve dislodged. A snare was used to hold the valve in place and the patient was stable. Right carotid access was reobtained, and a second transcatheter valve was implanted at a depth of 5 mm while the dislodged valve was pinned into the ascending aorta. Per the physician, the right carotid access approach and pvl contributed to the event. Additional information was received indicating that access was obtained from the right carotid artery. Prior to valve implant, the mean gradient was 70 mm hg. Aortic stenosis of the surgical aortic valve contributed to this gradient. Of note, access was difficult to obtain. The first valve was recaptured twice due to a deployment depth over 10 mm. The left ventricle medtronic guidewire was lost following valve deployment. The valve was re-crossed and it was noted that the valve had gone through a paravalvular leak (pvl) between the "initial" valve and the previously implanted surgical aortic valve. Once this was revealed on echocardiogram, all equipment was withdrawn from the left ventricle so that it could be crossed again without going through a pvl. At this point, the valve dislodged. The deployment stating point was at the bottom of the surgical aortic valve and the valve dislodged in the aortic direction from a depth of 6-8 mm below the sewing ring to above the sinotubular junction.

Manufacturer narrative:
Continuation of d10:  product ID evfxplus-26 (serial: (B)(6)); product type: 0195-heart valves; implant date (B)(6) 2025; explant date n/a product ID d-evolutfx-2329 (lot: 0012801886); product type: 0195-heart valves; implant date n/a; explant date n/a medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to the implant of a 26 millimeter (mm) transcatheter valve in a previously implanted 23 mm non-medtronic surgical aortic valve, vascular access was limited and a right carotid approach was therefore performed. During the implant of the valve, the valve was recaptured twice. Upon the third deployment attempt, the valve was implanted at a depth of 8 mm while the patient remained stable. Access was removed from the right carotid, and a transesophageal echocardiogram (tee) was performed that revealed moderate aortic insufficiency (ai), and a mean gradient of 25 millimeters of mercury (mm hg). Subsequently, the transcatheter valve was recrossed to perform a post-implant balloon aortic valvuloplasty (bav) using a 22 mm non-medtronic balloon via an 8 french (fr) access in the left femoral artery (lfa). During advancement of the equipment through the ventricle, it was suspected that the initial crossing may have passed through a paravalvular leak (pvl) between the transcatheter and surgical valves which was confirmed via tee. Therefore, the post-implant bav was not performed. Upon withdrawing the equipment out of the ventricle, through the initial crossing, and through the pvl, the transcatheter valve dislodged. A snare was used to hold the valve in place and the patient was stable. Right carotid access was reobtained, and a second transcatheter valve was implanted at a depth of 5 mm while the dislodged valve was pinned into the ascending aorta. Per the physician, the right carotid access approach and pvl contributed to the event.